Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device subsequent to an unrelated surgical procedure, and the issue could not be resolved. It was reported that monopolar cautery was utilized in this unrelated surgery. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.